Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: persona stemmed 5-degree tibia catalog 42532006701 lot 62896619; persona ps cemented narrow femoral left size 8 catalog 42500006401 lot 62821365; persona cemented all poly patella 32mm catalog 42540000032 lot 62826628. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-01720, 3007963827-2017-00228, and 0002648920-2017-00360.

Event description:
It was reported that the patient's legal counsel that the patient underwent a total knee arthroplasty approximately two years ago and is experiencing pain. No revision has been reported to date. No additional patient consequences were reported. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.